Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flat panel detector failed, which could impact imaging. Quotation has expired, and no work performed by philips. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flat panel detector failed, which could impact imaging. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.